Event description:
It was reported that the patient presented for a follow-up in clinic. Interrogation revealed that the right atrial (ra) lead exhibited noise over-sensing which resulted in multiple inappropriate mode switches. Noise was not replicable. No interventions or changes were made. The patient was asymptomatic and remained in stable condition.